Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the electronical component, but the cause of the electronical component failure could not be determined. The most likely cause is a random failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited poor image quality during setup for an unspecified procedure. There were no reports of patient involvement.